Manufacturer narrative:
Block b3: exact date unknown, event occurred in 1.5 months after implant. This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Event description:
It was reported that the patient implanted with this spinal cord stimulator described significant improvement in their pain for approximately 1.5 months after the stimulator was implanted. Subsequently, the patient reported the stimulator stopped working and that the stimulator was reprogrammed and this resulted in pain relief for approximately three to four weeks, after which the pain relief ceased. Approximately one year later, the patient attempted to use their stimulator again for pain relief and reported increased pain and shock sensations when the stimulator was programmed on for use. The patient requested the stimulator be removed. Three good faith efforts were completed to ascertain whether the stimulator was explanted, and on what date, and no further information could be obtained. No additional adverse patient effects were reported.